Event description:
The expiratory flow sensor alarm started alarming. She changed it out with a new one. The expiratory flow sensor alarm again alarmed. The therapist called another therapist and she bagged the pt while the other therapist replaced the expiratory flow sensor. The vent was then placed in standby and a system check was done. It was at this time the ventilator passed the expiratory flow sensor test, but it failed the expiratory pressure line test. I immediately removed the ventilator from the pt's room and exchanged it with new/different vent. The pt was bagged by a therapist the duration of the event with no distress noted. The issue is resolved.